Manufacturer narrative:
An event regarding crack/fracture involving a cutting edge handle was reported. The event was confirmed. The supplier noted, "the power adaptor had fractured and the piece that broke off was not returned with the complaint sample, nor was the teflon sleeve that fits over the shaft. The complaint sample showed many signs of wear in the form of scratches, nicks and gouges throughout the complaint sample and was etched per applicable drawings." Medical records received and evaluation: not performed since no medical records were provided. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies there have been no other events for the lot referenced. The investigation confirmed the reported event based on the supplier's analysis which indicated the reported event is confirmed however, the cause is unknown.

Event description:
It was reported that in performing a left tha, surgeon was reaming the acetabular when the shaft broke at the drill junction. Rep reported that there are 2 shafts in every tray, and that a replacement was immediately available. There was no delay in surgery and no patient harm.

Manufacturer narrative:
Review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that in performing a left tha, surgeon was reaming the acetabular when the shaft broke at the drill junction. Rep reported that there are 2 shafts in every tray, and that a replacement was immediately available. There was no delay in surgery and no patient harm.